Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing. Therefore; no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data files did not find a conclusive cause for the higher-than-expected wbc content reported in these rbc units. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in these rbc products may be donor-related. You may consider counting these donors' next few donations for wbcs to verify that the failures are not donor-related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. Additionally, it also cannot be ruled out that the rbc filter itself may have contributed to the leukoreduction failure. Please ensure that the filters are loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. If this occurs again in the future, you may consider returning the disposable set with the rbc filter(s) to terumo bct for further investigation. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data files did not find a conclusive cause for the higher-than-expected wbc content reported in these rbc units. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in these rbc products may be donor-related. You may consider counting these donors' next few donations for wbcs to verify that the failures are not donor-related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. Additionally, it also cannot be ruled out that the rbc filter itself may have contributed to the leukoreduction failure. Please ensure that the filters are loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. If this occurs again in the future, you may consider returning the disposable set with the rbc filter(s) to terumo bct for further investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data files did not find a conclusive cause for the higher-than-expected wbc content reported in these rbc units. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in these rbc products may be donor-related. You may consider counting these donors' next few donations for wbcs to verify that the failures are not donor-related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. Additionally, it also cannot be ruled out that the rbc filter itself may have contributed to the leukoreduction failure. Please ensure that the filters are loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. If this occurs again in the future, you may consider returning the disposable set with the rbc filter(s) to terumo bct for further investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported for this collection. No unusual process variable was identified and the signals in the run data files indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content may be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.